Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was report that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory came off the instrument and fell inside the port. The mcs tip cover accessory was retrieved during the same procedure. After it was removed, the customer reported finding a slit on the tip cover accessory that ran down from the clear tip end to a portion of grey silicone section. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and requested additional information. However, no further information could be provided as the site was unsure of the event date and therefore could not look up further details.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the provided image shows an outline of the mcs tip cover accessory and the customer's sketch of where the slit is located. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported based on the following conclusion: the mcs tip cover accessory was damaged and had a tear on the gray silicone area with no evidence or claim of user mishandling/misuse. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Although there was no reported injury, if this issue were to recur it could cause or contribute to an adverse event.